Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2202-45. Serial/lot: (B)(4). Description: dbs directional lead sterile kit 45cm. Model: db-1200. Serial/lot: (B)(4). Description: gevia dbs MRI ipg sterile kit. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that clinical patient, vercise dbs registry a4010 study, experienced a mild seizure following the implant procedure. The patient was treated with medication and the event resolved. The event was assessed as casually related to the procedure and not related to the device.

Manufacturer narrative:
Date of birth: 1950.

Event description:
A report was received that clinical patient, (B)(6) study, experienced a mild seizure following the implant procedure. The patient was treated with medication and the event resolved. The event was assessed as casually related to the procedure and not related to the device.